Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm in less than ten hours from low battery alert. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or replace battery now alarm noted. However, pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert. The power management tool confirmed power loss alarm, replace battery alert due to non-sleep anomaly software error. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.